Event description:
While performing a stent implantation after angioplasty, the stent was inflated to 14atm where it burst. Balloon removed from the "lad" into guiding catheter. An injection of the artery under fluoroscopy demonstrated no flow down the "lad". Pt was in electro-mechanical disassocation (pulseless electrical activity) with a pressure of 50mm systolic. CPR initiated. Code blue called. Pt was intubated and numerous meds were administered. After cardioversion, there was flow through the "lad". Stent placement looked good. Pt to ICU with ventilator, swan and a-line.